Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. The reported failure mode will be monitored for future reoccurrence alleged failure: broke off inside the patient. Probable root cause: 1. Material/design error 2. Manufacturing/assembly/ service error 3. Excessive user force 4. Severe shipping conditions 5. Disposable tip rubbing against product 6. User error manufacture date is not known.

Event description:
It was reported that the end of sheath broke off inside the patient. Broken piece was recovered from the patient and the procedure was completed.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the end of sheath broke off inside the patient. Broken piece was recovered from the patient and the procedure was completed.